Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Notarianni c, vannemreddy p, et al. Congenital hydrocephalus and ventriculoperitoneal shunts: influence of etiology and programmable shunts on revisions. J neurosurg pediatrics 2009 december;4:547-552.

Event description:
The reviewed literature article contained a study of 253 patients with csf shunts. The institution mentioned that they most often used the medtronic pressure-controlled flow valves, medtronic strata programmable valves, and in a few cases, competitor valves. The source literature reported 4 patient deaths and 197 shunt revisions within 5 years of shunt placement.